Event description:
It was reported that the bipolar impedance was lower than the unipolar impedance (190 ohms vs 380 ohms). Also loss of capture was observed in the atrium. The patient experienced shortness of breath due to loss of atrial-ventricular synchrony. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.